Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 508 mg/dl. Troubleshooting was declined for high blood glucose and under delivery. Auto mode feature was not applicable during the time of event. Customer reported bent cannula. The insulin pump will not be returned for analysis.